Event description:
The pt presented with a descending thoracic aortic aneurysm involving th eostium f an anomalous right subclavian artery in 2006 a right common carotid artery to right subclavian artery bypass procedure and a right iliac artery to female artery bypass procedure were performed. Then a gore tag thoracic endoprosthesis (tg3415/lot#03926299) was implanted without apparent complications. Postoperatively, the pt was comatose and reamined on a ventilator. Two days later the pt was removed from the ventilator. Two days later the pt was removed from the ventilator and pronounced dead. Thept possibly died from a stroke due to an embolic event.